Manufacturer narrative:
Failure analysis noted that the insulin pump had a motor error alarm during rewind due to corroded motor home switch. They were unable to perform the displacement test due to the motor error alarm. There was no moisture damage on the electronic. The pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 196 mg/dl at the time of incident. The customer stated that the reservoir leaked inside the pump. The following alarms were found in the history: battery out limit, motor error and low reservoir. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.